Manufacturer narrative:
Lot number unknown; either from 0221496372 or 0221512558. Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the irrigation tubing had a hole in it where it connects; where the extension and main tubing meet. There was no patient present when this issue was identified.